Event description:
Baxter (B)(4) received a report of a patient control module (pcm) reservoir that leaked during patient therapy. The device was filled with fentanyl citrate and ropivacaine hydrochloride hydrate. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This product is not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Evaluation summary:baxter received one sample for evaluation. Visual examination showed no signs of physical abnormalities. A leak test was performed and a leak was observed at 10psi confirming the reported problem. The root cause was not determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.